Event description:
Alarms allowing us to prevent my daughter from going into a life-threatening low didn't work. Her blood sugar went dangerously low. But it's more than 1 problem. For the last month, sensors have been ending too early, a lot of errors that are disrupting readings and giving false alarms. For example, an error occurs and we can't get readings for 3 hours (sometimes it never recovers). Another example, we are getting an alarm she is low, but when we rest her bg with her meter she is in normal range. Lastly, we've had 4 sensors die after 4-5 days in use. They are supposed to last 10 days.